Event description:
An attempt was made to administer pacing therapy with the equipment, however, no pt ECG cable was utilized. When the operator pressed the pacer button, the monitor switched to standard leads, non demand mode was active and leads off was displayed as designed. The operator was reportedly confused by the leads off display and turned the pacer off and on several times in attempts at correction. The pt was not resuscitated. The rptr indicated pt outcome was not affected by the reported event, due to a lack of pt viability.